Event description:
During remote follow-up, oversensing of noise were observed on the right atrial (ra) lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.